Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer was treated with bolus. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire st, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to continue use of the insulin pump and monitor if for further issues and call the helpline if any issue presence themselves.